Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: the pt suffered a myocardial infarction. Device issue: no device malfunction has been reported. It was reported via trial that direct stenting was being performed. The pt's troponin was increased and the pt had a non st elevation myocardial infarction requiring prolonged hospitalization. No additional event or pt info is available.